Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. A red substance was on the luer collar of the syringe. Ftir was attempted to be run however a large enough sample was not able to be removed from the luer collar. Previous ftir investigations have found this type of fm is likely to be grease. Conclusion: based on the samples received the investigation concluded bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
Intact packaging but luer lock has debris.